Manufacturer narrative:
The reported event of bpa was not confirmed by analysis. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. No anomalies were observed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. It was also noted that the ra lead was explanted due to noise reversion episodes and ams for lead noise. The patient was stable before, during and after the procedure.